Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion message experienced during baxter's functionality testing. The downstream occlusion message was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. The downstream tubing guide and gasket were replaced.